Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) alarm that occurred on the home choice (hc) machine. The technical service representative (tsr) assisted the hp to review the alarm log; the hp confirmed a se 2240 alarm occurred. The tsr explained the alarm indicates air entered the set up. The hp stated there was an open clamp on an unused line. The tsr assisted the hp to retrieve the cassette and advised to let the rn know about the alarm. There was no patient injury or medical intervention reported. On (B)(4) 2011, product surveillance contacted the registered nurse (rn) regarding the alarm. The rn was aware of the incident. The rn was provided further details regarding the use error for retraining purposes. There were no further details provided.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the cause is due to use error. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. The hp stated there was an open clamp on an unused line. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).